Event description:
It was reported the poly would not fit into the tibial tray. No delay or patient impact reported. No additional information available from hcp.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of attempts to insert with visible scratches and dents on the articular surface. Additional inspection showed scratches and scuffs on the distal surface and gouges on outer surface and outer rails. Where measured, the dimensions were conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Note: this event was originally reported under an incorrect manufacturing number. The originally reported MDR number: 0001822565-2025-01218. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.